Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system. The initial elevated result was not reported outside the laboratory. The customer has reflex condition setup on the instrument and the result were elevated. The customer aliquoted the sample and recentrifuged it and reran it on a different instrument and the result was within normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site to investigate the event. The fse inspected the instrument and found a broken dispense probe ejector plate. The fse fixed the instrument according to bci procedures. Although the fse addressed a hardware issue, a definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.